Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: repeated air in line alarms detailed inquiry description: repeated air in line alarms during a propofol infusion. Air bubbles were seen in the line. The set was primed via the pump. After priming no air bubbles were seen but an air in line alarm occurred again. This complaint is for the set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested with no leakages observed. Functional testing also included reading the millivolt reading of the air sensor of the pump with the set. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. Based on the results of the sample evaluation, the product met internal specifications, and no defects were detected that could contribute to air-in-line alarms. Although the air-in-line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.